Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter was displaying inaccurately high readings compared to the patient¿s feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2013 between 2-3 pm, the patient obtained a reading of ¿130mg/dl¿ on the lfs meter and then developed symptoms of ¿glazed over, sweaty, clammy and passed out.¿ the reporter stated she called emergency medical services (ems) and within 10 minutes, ems reportedly obtained a reading of ¿20mg/dl¿ with their hand held meter. The reporter stated the patient was given IV glucose and was taken to the emergency room (ER) for observation. The reporter stated the patient uses self-adjusting insulin to manage his diabetes and he made no changes to his usual diet, activity level or medications on the day of the alleged issue. At the time of troubleshooting the cca confirmed the patient¿s test strips were in good condition and the meter was in the correct unit of measurement at the time of testing. However a control solution test was not run due to the patient not having any control solution at the time of the call. This complaint is being reported because the reporter claimed due to the alleged issue, treatment was delayed, the patient developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1 ¿ (05/26/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.